Manufacturer narrative:
The hill-rom tech was paged to repair. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in the maintenance shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).